Event description:
An endurant bifurcated stent graft system was implanted in a patient for endovascular treatment of a 57 mm diameter abdominal aortic aneurysm. Aneurysm and vessel morphology were not reported. It was reported that a 25mm main body bifurcated stent graft, e2 was implanted and the physician saw a type IV endoleak. The blush occurred on the final angiogram around the level of the flow divider and filled the aneurysm sac. Bilateral retrograde injections showed no sign of any distal type 1 endoleak. The pigtail was pulled back into the body of the graft and an injection was done. This showed a prominent endoleak that still appeared to be type IV, jetting (prominence the physician is guessing due to pressurized endoleak at the bifurcation of the stent graft). No clinical sequelae were reported, and the patient is fine. Two still images were evaluated. The first image shows there is contrast outside the stent graft near the bifurcated/contra gate. It is difficult to determine if there is type IV or type iii separation and where is the source is. The second image appears more like a classic type IV; perhaps a little stronger area coming from the bifurcation flow divider area (top of the aaa) which may be the source.

Event description:
Additional information for this case was received. The follow-up CT revealed that the type IV endoleak previously reported resolved without intervention.

Manufacturer narrative:
(B)(4). Methods: (films). Results: inherent risk of procedure (endoleak), (cause of event is unknown or type of endoleak cannot be determined). Conclusion: (cause of event is unknown or type of endoleak cannot be determined).